Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated. When a capture test was attempted, the telemetry connection was lost and could not be re- established. The device was explanted and replaced due to approaching elective replacement indicator on (B)(6) 2013.